Event description:
It was reported to boston scientific corporation in late 2005 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown), the same day. According to the complainant, the coating had peeled on the guidewire and it was possible the tip may have touched the scope when the est knife was inserted. At the conclusion of the procedure the patient's condition was reported as "good."

Manufacturer narrative:
A visual examination of the returned device revealed that there was a small hole on the ptfe sheath, and this could have been caused by the est knife during insertion. The customer's complaint was confirmed and the most likely caused is handling damage.